Manufacturer narrative:
A siemens field service engineer went to the site and analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin results was due to wash 1 reservoir running dry which caused insufficient washing of the sample cuvettes. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A number of falsely elevated troponin ultra results were reported due to the wash 1 reservoir running dry and the instrument did not flag the operator to replace the wash 1 bottle. Samples were repeated and corrected reports had to be issued. (Patient data with an asterisk (*) were hospitalized).